Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: the customer reported that after 4 days of use on a patient , there was a lot of condensation on the gas outlet of the oxygenator. Customer replaced the oxygenator with another one. No harm to the patient was reported. Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). The returned product was investigated in the laboratory of the manufacturer. A leak test according to lv 201 was carried out on the product. Oxygenator was cleaned with sodium hypochlorite. Leak test performed. A strong leakage at the de-airing membrane was noted. Immediately after a water pressure build-up of 0.5 bar, a drop of the de-airing membrane dripped every 4 seconds. The de-airing membrane is sealed with a screw cap. No further leakage could be detected. For info: if after venting the oxygenator the venting was not closed, it may well be that the blood leaked from the membrane and dripped at the gas outlet. Additionally a complaint will be open to track and trend this observation. Condensation can never be prevented 100% and is not critical according to our clinicians. It is just about water / moisture, which comes from the ambient air. This is uncritical on the gas side for the function of the oxygenator, since here the air is purged. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).